Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular repair of narrow distal aortas using an in situ fenestration technique jayet j, coscas c, multon m, bosse c, javerliat I, coggia m j vasc interv radiol 2022; 33:489¿494 https://doi.org/10.1016/j.jvir.2022.01.009 if information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft and non mdt stent grafts were fenestrated and implanted to treat aortoiliac disease with narrow distal aorta (nda) vessels. The pathologies treated included aortoiliac occlusive disease, asymptomatic abdominal aortic aneurysm , and a ruptured abdominal aortic aneurysm. The technique consisted of deploying an aorto-uni-iliac graft, which was converted into a bifurcated repair through contralateral iliac in situ fenestration. The following adverse events were reported; occlusion, hematoma , iliac artery perforation patient death were reported but there is no causal link that a endurant stent graft caused or contributed to any deaths.